Event description:
The customer contact reported that the device touchscreen was defective. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen was found to be out of calibration. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing investigation at the user facility. During testing, it was found that the touchscreen was out of calibration. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.